Event description:
It was later reported patient had a battery replacement due to battery depletion. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
It was reported by the explant facility that the device has been discarded. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had a car accident and went to the hospital. An MRI brain scan was ordered and the patient alleged that his device "isn't working". The family supports this claim stating that patient was cognitively impaired upon presenting to the ER and "wasn't acting right". Device history records were reviewed. The device passed all functional and quality testing prior to distribution. No other relevant information has been received to date.